Manufacturer narrative:
This report is for an unknown screw and rod construct accessory/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2021, while screwing in a viper innie with the torque screwdriver, the screw extension popped off; the innie came out of the situs again at the torque shaft. A thread flank of the innie had sheared off. While feeling for the screw head in situ, the surgeon injured themselves on the sheared metal chip. All fragments were removed. The procedure was changed to a partially open procedure to lock the construct. There was a delay of thirty minutes. There was no patient consequence. This report is for an unknown screw/rod construct accessory. This is report 2 of 2 for (B)(4).